Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the monofocal, preloaded, intraocular lens (iol) the tip of the injector developed a tear. No patient injury was reported. No interventions were required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Device evaluation: the photograph provided by the customer was evaluated. The photograph displayed the suspect cartridge with the plunger rod advanced. Due to the quality of the photograph, no issues could be identified. Further evaluation could not be performed due to no product received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.